Manufacturer narrative:
The device history records are being reviewed. The device remains implanted. The investigation is underway.

Event description:
It was reported that approximately twelve months post-implant, the endovascular stent graft was found to have a stenosis within the proximal end of the device. Reportedly, there was low flow and prolonged bleeding during dialysis treatments. Pta of the stent graft was performed with no residual stenosis at the end of the procedure. There was no report of injury to the pt.